Event description:
"A prospective, randomized, multicenter, controlled evaluation of the efficacy and safety of seprafilm bioresorbable membrane in the reduction of the incidence of bowel obstruction in general surgery." The patient was randomized to receive seprafilm and underwent a proctocolectomy and cholecystectomy in 2000. The patient's postoperative course was uneventful and pt was discharged six days later. Twenty-seven days after surgery the patient was hospitalized for a pulmonary embolism from which pt recovered without complication. In april 2001, the patient was hospitalized for scheduled ileostomy closure and one sheet of seprafilm was applied to the stoma site per protocol. Two days after surgery the patient had elevated body temperature and increased white blood cell count. The next day, a CT scan showed fluid collection between the ileostomy closure and the body wall. Twenty-five cc of purulent fluid was drained from the adbominal abscess the following day. A culture was performed which showed no growth. The patient was treated with antibiotics and susequently defervesced. The patient was completely recovered and discharged six days after surgery. The relationship between the pulmonary embolism and seprafilm was considered unlikely, per the investigation. The relationship between the abdominal abscess and seprafilm was considered possible, per the investigatior. Manufacturer's comment: upon review of files as part of data reconciliation for the seprafilm outcome study, it was noted that this patient report had not previously been processed.